Manufacturer narrative:
Insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. A scratched lcd window and cracked battery tube threads were also noted.

Event description:
It was reported that the insulin pump gave a motor error alarm multiple times during normal use. The insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the unit passed the self test, but failed the displacement test. No damage to the drive support cap was noted. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.